Event description:
It was reported that the pump ¿dried up¿ because ¿it leaked out¿. The patient experienced withdrawal related to the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# l80788, implanted: (B)(6) 2000, product type: catheter.